Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The pod was stored in the patient's bag after she removed it, and at the time of the call, the cannula appeared bent. Patient was unsure how the cannula appeared immediately after removing the device. To treat her elevated bg levels, patient changed the pod and gave herself multiple correction boluses. The patient reported that a "small bump" was present at the infusion site when the pod was removed.